Manufacturer narrative:
The device is currently not available for analysis. A conclusion with regard to clinical observation cannot be made at present. No supplementary data are available and further data is not expected to be obtained. The case is thus closed. Should additional information come in at a later time, the case will be reopened and the investigation continued.

Event description:
It was reported, that approximately 15 days after implantation time, appropriate but ineffective shocks were delivered by the implanted ICD and an external shock was delivered by the emergency doctor. The device could no longer be queried and is functionally ineffective (no more ventricular stimulation in the case of (B)(6)). On (B)(6) 2020 the ICD delivered multiple shocks, but these were not effective. The emergency doctor found ventricular fibrillation and shocked the patient externally several times. This enabled the patient to be brought into a normal-frequency heart rhythm. The patient was admitted to the (B)(6) hospital and given an ECMO due to his poor condition. Later the patient was transferred to another hospital and remains in the intensive care unit.